Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported damage to the power module was confirmed via visual analysis. The reported event of the power module not functioning as intended was confirmed via product testing. The heartmate power module (serial#: (B)(4) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The unit returned with a damaged battery door cover, a damaged cover near the retention clip holder, and with damaged vent bands. The system was able to boot up as intended. During testing, the system was observed to not be functioning as intended. The power supply board of the power module was replaced. The bottom cover, battery, battery door, and vent bands were replaced. After replacement of the power supply board, the power module was able to function as intended and the unit was able to pass testing. The power module was placed in the abbott rental pool after testing. The power supply pcb was forwarded to the abbott product performance engineering (ppe) lab after being serviced. During testing of the power supply pcb, the board was placed in a test power module fixture and connected to a mock loop along with a test system controller and system monitor. The power module was powered on with no alarms activated. The power module was able to power a system controller which was able to operate on a mock loop with no issue. The power module was able to power the mock loop without an internal backup battery as well. The power module power supply board did not activate any alarms in the test fixture and the reported issue was not reproduced. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed, and the records revealed the heartmate power module (serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance (qa) specifications prior to being ordered on 19feb2010. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module unit was defective.